Event description:
The customer reported that a baby was born with a low apgar score and at some time during the delivery a fetal heart rate of 100 was shown.

Manufacturer narrative:
The customer reported that a baby was born with a low apgar score and at some time during the delivery a fetal heart rate of 100 was shown. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.